Event description:
The user facility reported a hose ruptured on a system 1e processor, causing water to flood the room it was located and adjacent hallway. Facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations, or property damage reported. The system 1e had not been placed into service yet as the facility was under construction.

Manufacturer narrative:
A steris technician inspected the processor and found the hose from the building supply to the pre-a&b filter housing had ruptured approximately four inches from the hose clamp. The technician replaced the hose and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).